Event description:
Boston scientific received information that the patient implanted with this pacemaker was transported to the hospital by ambulance due to a pacing failure. Interrogation of the device indicated the pacing failure was loss of capture caused by a rapid rise in pacing threshold. The pacing output was increased. However, a further threshold increase and loss of capture was noted several days later. No further patient effects were reported.

Manufacturer narrative:
The pacing output was reprogrammed to the maximum setting and a follow-up appointment was scheduled. No further information is available. This report will be updated if additional information becomes available.